Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flows from the time of implant until the current date. An echocardiogram was done and revealed small left ventricle and inflow obstruction from papillary muscle occasionally making contact with the inflow. The decision was made to explant the pump. Upon explant. A white tissue like material was found to be partially adhered and obstructing the inflow path. The apex was plugged using a felt/pericardial membrane plug. Apical cuff in place and the outflow graft (ofg) was closed.

Manufacturer narrative:
User facility report: mw5162969 was received 17dec2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that through medwatch report mw5162969 received 17dec2024 that the patient had low flows in the setting of small lvidd (left ventricular internal dimension in diastole), supraventricular tachycardia, ventricular tachycardia), pulmonary hypertension on sildenafil. The patient developed acute onset left sided facial droop and left sided hemiparesis on (B)(6) - a code stroke was called. Patient's symptoms resolved upon examination. Head CT (computed tomography) showed no acute infarct but rather multiple small chronic infarcts similar to the prior MRI (magnetic resonance imaging). Developed left sided facial droop and left upper extremity weakness on (B)(6) in the morning. Head CT showed evolving left occipital ischemic infarct. Tee (transesophageal echocardiogram) on (B)(6) showed thrombus in the inflow cannula and patient went for explantation of device on (B)(6) to va -ECMO (venoarterial extracorporeal membrane oxygenation) support. Evaluation of device by abbott confirmed thrombosis.

Manufacturer narrative:
Section b3 correction. Section h6 correction medical device problem code 2993 - adverse event without identified device or use problem added. Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) confirmed thrombosis. (B)(6) was returned assembled with the pump cable cut approximately 10.0¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. Approximately 2¿ of the sealed outflow graft and the bend relief were returned. The apical cuff was not returned with the device. Upon disassembly of (B)(6), examination of the textured blood-contacting surface of the inflow cannula revealed a red, tissue-like deposition within the proximal end. The color and structure of the thrombus formation, as well as its adherence to the textured surface, suggested that it developed within inflow cannula over an undetermined amount of time while the pump was supporting the patient. The deposition appeared to have developed on only one side of the inflow cannula, consistent with the report that there was an inflow obstruction from papillary muscle occasionally making contact with the inflow. Although a specific cause for the formation of the thrombus could not be conclusively determined through this evaluation, and it appeared to be occlusive of the blood flow path and would have likely contributed to the reported low flows. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, including thromboembolism, cardiac arrhythmia, and stroke. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, lists thromboembolism and arrhythmia as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Additionally, section 6, ¿patient care and management¿, explains that post-implantation hypertension may be treated at the discretion of the attending physician. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. (B)(6) was returned assembled with the pump cable cut approximately 10.0¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. Approximately 2¿ of the sealed outflow graft and the bend relief were returned. The apical cuff was not returned with the device. Upon disassembly of (B)(6), examination of the textured blood-contacting surface of the inflow cannula revealed a red, tissue-like deposition within the proximal end. The color and structure of the thrombus formation, as well as its adherence to the textured surface, suggested that it developed within inflow cannula over an undetermined amount of time while the pump was supporting the patient. The deposition appeared to have developed on only one side of the inflow cannula, consistent with the report that there was an inflow obstruction from papillary muscle occasionally making contact with the inflow. Although a specific cause for the formation of the thrombus could not be conclusively determined through this evaluation, and it appeared to be occlusive of the blood flow path and would have likely contributed to the reported low flows. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.